Manufacturer narrative:
The part and lot number of the blade involved in this event is unknown, if the product information is received a medwatch report will be submitted. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported during the insertion of 23 screws, the blade continued to fall out of the driver even after it had placed several screws; the blade did not fall into the patient. The surgery was completed using another driver, there was no surgical delay or injury to the patient.